Event description:
Caller states the lancet does not retract into the softclix lancet device. No info was provided on whether device was fired prior to noticing the protruding lancet. No adverse event reported. Requested return of suspect device and replacement was sent.